Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The generator was returned to the international service center. Based upon the inquiry info rec'd visual and functional examination, the unit was found to require: missing accessories completed, electrical defective front panel replaced, calibrated, label/overlay replaced, defective electrical connector replaced, damaged pcb main assembly replaced. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the generator was returned for servicing and calibration. There was no pt or procedure involvement.